Event description:
Plates were installed to correct tmj symptoms. Debilitating spasms and pain in face, neck, and back. Did relieve but would have been better to do bone graft if I knew then what I know and experience now. Vasculitis unk origin. I've had 2 tia's and titanium plates in lower jaw have broken and are causing an infection. I now have daily bouts of diarrhea. Numerous CT scans and MRI showed damage sustained to both brain lobes and cortex. Diminished brain function. These plates were placed in (B)(6) 1999.